Event description:
It was reported to philips that the device's battery pins are damaged. It was also mentioned by the customer that the device is due for it's annual pm. There was no reported patient involvement.